Event description:
It was reported that customer experienced damage to tandem charging cable and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement charging supplies, and customer was instructed to rely on currently used third-party cable if pump battery depleted before replacement supplies were received.